Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accu tni (troponin I) results generated on a unicel dxi 800 access immunoassay system for one pt. The customer re-ran the sample and the result was within normal reference range. The initial erroneously elevated result was not reported outside the laboratory. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
Service was not dispatched to investigate the event. A bci field service engineer (fse) did not evaluate the instrument. A definitive root cause could be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.